Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace baseline pre-existing pericardial effusion was seen via intracardiac echo (ice) prior to the start of the procedure. A watchman fxd double curve access system (was) and 31mm watchman flx pro closure device and delivery system (wds) were selected for use. Transseptal puncture (tsp) was completed using versacross in a mid/mid to mid/inferior location on the fossa. Versacross wire was advanced to the left upper pulmonary vein (lupv) while versacross sheath was exchanged for was double curve sheath. The was double curve sheath was used to floss the septum and ice crossed to the left atrium (la). Mitral, posterior-anterior (pa) and aortic views of the appendage were completed and laa measurements were taken. A 6fr pigtail was guided into the laa using ice and fluoroscopy. A 31mm wds was chosen and prepped with no issues. The pigtail catheter was removed and the wds was inserted with a wet-to-wet connection. The closure device was deployed, flex ball first, one time with no issues. No adjustments were made. The tug test was performed and found to be acceptable. Upon doing post measurements, some fluid was noted in the pa view on ice. About 2 minutes later it was noted by a nurse that the patient blood pressure had dropped a few points. The blood pressure was being documented in five (5) minute increments then changed to 2-minute increments. Position, anchor, size and seal (pass) criteria completed and determined that the closure device was acceptable to release. The closure device was released, and the effusion was investigated by ice imaging. The physician decided to do a pericardiocentesis to treat the effusion. Approximately 200cc of blood was removed and a catheter secured in place. It is unknown if any more blood was removed after patient left lab. Patient vitals stabilized and patient admitted to the intensive care unit (ICU) for overnight observation. The catheter drain was removed the next day, and the patient was discharged home.